Event description:
It was reported that a suspected pocket fill may have occurred. When the health care provider (hcp) accessed the pump she ¿thought¿ she was in¿ and pushed in 15 ccs. It was noted ¿it was kind of puffy, the skin, so she went and got the doctor and he came in. He checked the needle. She was not in, so he accessed the pump and put the drug in so he¿s thinking maybe 15cc¿s in the pocket¿. The reporter told the health care provider ¿you still probably want to aspirate everything out and just make sure. So that¿s what they are going to do¿. The patient was ¿probably¿ going to be admitted to the hospital for observation. No symptoms were reported. The pump was infusing lioresal. It was later reported that the hcp went back into the pump and pulled out 20cc of drug. The nurse had originally had a pocket fill of 15cc¿s as she had thought the pump was a 40cc pump and had started pushing drug when she thought she was in the reservoir and then suspected she was not. The physician repositioned the needle and reportedly filled the device with 40cc¿s of drug. There was some confusion as the pump was a 20cc pump. ¿so now were thinking maybe 15cc in the pocket but now it might be like 20 plus 15 is 35¿. The patient was admitted to the hospital for observation but was noted to be ¿fine¿ at the time of report. It was later reported that the patient was doing well with effective therapy. There were no adverse symptoms. Additional information has been requested and a follow-up will be sent if new information becomes available.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).